Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), the battery connector was damaged and corrosion was found on the auxiliary pca board. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was found to have a broken j1 battery connector, and the auxiliary pca board was corroded. The root cause for the broken battery connector could not be positively identified but was likely excessive force while inserting a battery into the monitor. The root cause for the corroded pca board could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective j1 connector and corroded auxiliary pca board. The last patient to use this monitor did not report any deficiencies.